Manufacturer narrative:
The acb (anesthesia computer board) was replaced to fix the reported failure. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the unit intermittently was not switched on. There was no reported patient involvement.